Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). (B)(6). Failure (event) observed during analysis. The device was interrogated with a programmer and was found in backup vvi mode. Review of the device image indicated that the cause of the reset was due to the processors invalid attempt to write to a read only memory location. The device was tested using automated test equipment and on the bench; all test results were normal. The cause of the invalid write anomaly was not determined.

Event description:
This report is to advise of an event observed during analysis.